Manufacturer narrative:
The initial reporter information was not provided.

Event description:
An advocate reported the customer was in the hospital because of fainting spells and nausea, and was diagnosed with hypoglycemia. The nurse had commented the contour meter was not reading correctly but the advocate was not able to provide any further information about the incident. The test strips could not be located and are not expected to be returned for evaluation. A new meter was sent to the customer.